Event description:
A v-go trainer had the patient on the line, and they stated that while they were picking up packages in the driveway, they had noticed that their v-go 30 patch had fallen off. The lot number could not be provided. It was reported that the device is available for return to the manufacturer for evaluation. However, to date, it has not been received.